Event description:
It was reported that when using the bd pyxis¿ es server, the users were unable to see all patients on one station. They mentioned that the site was undergoing a pyxis upgrade, which they believed might be contributing to the issue. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all patients were not shown on the station. A technical support specialist (tss) dialed into the server, ran downtime and found that carefusion coordination engine processing had stalled. The last successfully processed xml was timestamped and the last heartbeat was current. Customer was informed to check with their host system. The customer later reported that paragon had been restarted. After running the downtime query again, all received messages still showed a delayed successfully processed timestamp. Services were restarted as per knowledge article medes interface delayed down notice. The interface services utility ¿ cce (build 1) was deployed and applied successfully. The customer confirmed that the issue was resolved once the servers were back online. The system functioned as intended after the technical support specialist troubleshot the device.